Event description:
Images transferred from the facility's digital radiographic systems to the evms image management system were reported to have incorrect left/right annotation on the image overlay after being transferred. No adverse outcomes have been reported.

Manufacturer narrative:
Explanation for conclusion: evms device operated according to specification, but the device design did not take into account the possibility that incoming images would include invalid dicom data. Investigation results and remedial action: the device from which the images involved in this report were transferred is a ge revolution xr/d digital radiographic x-ray system. Examination of the customer's system, data stored on that system, and a representative unit of the same type located in emageon's facility has yielded the conclusion that this phenomenon is caused by invalid dicom data associated with the source image information. Dicom conventions specify spatial attributes to be expressed in positive numbers, and although negative numbers are not disallowed they are considered invalid. The reported problem results when the evms system processes invalid dicom data associated with images being transferred from diagnostic imaging systems and misplaces the image orientation markers in the overlay information on transferred images. Action being undertaken by emageon includes informing affected end users about this potential issue, and installing new evms software that will not process invalid spatial data.